Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor siltex contour profile high 350cc, catalog number 3542712, lot number 6410683, serial number (B)(4). Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation procedure of unknown type with saline mentor siltex contour profile high 350cc breast implants and experienced deflation on the left breast implant. The right breast implant was not affected. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate plus profile 350cc breast implants, catalog number 3502350 on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. White material was observed within the device and on the shell surface. Product evaluation team discovered a rent at the patch juncture. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. (B)(4).

Manufacturer narrative:
On 05/01/18, it was reported to mentor that the device history record ( DHR) of lot number 5727131 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).